Event description:
Related manufacturer reference number: 2017865-2022-04591. It was reported that the patient presented remotely via merlin.net. Device interrogation revealed false automatic mode switch due to unspecified oversensing, loss of ventricular capture due dislodgement on the right ventricular (rv) lead. Device interrogation revealed false automatic mode switch due to unspecified oversensing due to dislodgement on an atrial (ra) lead. On (B)(6) 2022 the physician elected to cap and replace both rv and ra leads. The patient condition was unknown.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and oversensing. As received, a complete lead was returned in one piece with the helix fully extended. The measured full helix extension length was within specification. The reported events of failure to capture and oversensing were not confirmed. Analysis was normal. No anomalies were found.